Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system passed checkout in all categories (hardware, software and instruments) and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that they could not select the navigation system they were communicating with on the imaging system. A reboot of the navigation system and mobile viewing station (mvs) resolved the issue. This occurred earlier in the day recorded under another case using the same imaging system and navigation system, neither system was turned off between the cases. There was no delay to the case. No patient impact was correlated with this event. Additional information received on 2019-dec 18: cleared out data base on mobile viewing station during planned maintenance. Site has not had anymore issues with automatic transferring of 3d images to stealth. Imaging system is up and running.